Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of about high blood results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire on 02/27/2018. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 152mg/dl and 146mg/dl fasting. Reviewed meter memory: 200mg/dl, (B)(6) 2015 10:07:00 am, fasting: yes; 191mg/dl, (B)(6) 2015 09:49:00 am, fasting: yes; 165mg/dl, (B)(6) 2015 10:49:00 am, fasting: yes; 112mg/dl, (B)(6) 2015 10:58:00 am, fasting: yes; 178mg/dl, (B)(6) 2015 09:55:00 am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunctionuser had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 02/27/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 152mg/dl and 146mg/dl fasting. Reviewed meter memory: 1:200mg/dl (B)(6) 2015 10:07:00 am fasting:yes. 2:191mg/dl (B)(6) 2015 09:49:00 am fasting:yes. 3:165mg/dl (B)(6) 2015 10:49:00 am fasting:yes. 4:112mg/dl (B)(6) 2015 10:58:00 am fasting:yes. 5:178mg/dl (B)(6) 2015 09:55:00 am fasting:yes. Adverse event not reported.